Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was found around 40 cm depth marker on the catheter. The catheter was inserted via the right brachial vein.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr d/l groshong nxt PICC. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed between the 42cm and 43cm depth markings. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Additional superficial damage to the exterior catheter surface was seen near the split and resembled cuts and sculpted material removal. Care should be taken when using sharp-edged instruments near the catheter, and the product instruction for use (IFU) was found to contain the following information which may be relevant to this type of event, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the leakage was found around 40 cm depth marker on the catheter. The catheter was inserted via the right brachial vein.